Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8116-70, serial number: (B)(4), batch/lot number: 134278, model/catalog description: artisan surgical lead, 70 cm.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also noted that the patient had inadequate stimulation. The patient underwent an explant procedure.